Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
The patient initially had si joint pain relief following initial right side si joint arthrodesis in (B)(6) 2016 but later complained of radicular pain. The surgeon determined that the most cephalad implant had breached the neuroforamen and was irritating the nerve root. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cephalad implant and filled the explant hole with bone graft. He then placed a new shorter implant anterior and medial to the second and third existing implants. No other implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision surgery.